Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref. Report # 3006705815-2018-01827. It was reported the patient developed a hematoma following a trial lead procedure. As a result, the patient presented to the ER where the trial leads were pulled (date unknown).

Event description:
Device 1 of 2. Ref. Report # 3006705815-2018-01827. Follow-up information revealed the patient did not have a hematoma. However, the patient was having numbness in his legs and pain that wrapped into his stomach. The patient's symptoms have resolved. In addition, the patient was also discharged from the hospital after a scan was completed.